Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blender board needs to be replaced to address the issue. In addition to the above evaluation, replaced obm board, blower assembly, 43-micron filter, rubber feet, pollen filter, ac cord claim, rear enclosure, enclosure seal, porting block adaptor. Upgrade unit with firmware 14.2.05. In addition, observed flow sensor assembly dirty, stirring fan retainer loose required to replace. Unit passed fsa repair test on trilogy test station.